Event description:
Estech received medwatch report # (B)(4), submitted by (B)(6) on (B)(6) 2010, regarding the following incident involving universal stabilizer arm, catalog number 401-152. Hospital statement: estech retractor was cleaned, flashed sterilized and brought into this case from previous case. It was not added to the count. At the end of the case, the assisting surgeon removed the retractor from the pt chest. A mosquito needle was missing, so a chest x-ray was done. No needle was present per radiologist, however "something" was noted on the right side of the chest. This info was given to the nurse. The retractor was discovered on the film. The pt went back to the operating room for removal of the retractor. No harm to the pt. Device usage problem: other.

Manufacturer narrative:
The product has not been returned for investigation. The incident reported by the user does not fit the description of the device. Inspection of the product's lot history record did now show any abnormalities.